Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The inner sheath was returned to olympus for repair with a broken ceramic insulation at the distal end. There is no indication that broken parts fell into the patient¿s body or that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (received at omsc on 2022-12-02). The evaluation at omsc confirmed the ceramic insulation at the distal end of the inner sheath to be broken off. The type of damage found is typically caused by thermo-mechanical fatigue caused by wear and tear and/or mechanical overload, possibly as a result of excessive force. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged, whether the damage was triggered during the last procedure or during reprocessing. Furthermore, a discoloration of the sealing ring was determined, which was attributed to wear and tear caused by frequent use. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.